Event description:
It was reported that the customer had an issue with the bolus button falling of the insulin pump. Customer stated that the bolus button is peeling off and the pump is saying button error. Customer's blood glucose level was 110 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.